Event description:
The leads have polyurethane insulation which has a tendency to crack permitting body fluids to penetrate and short circuit the pacemaker. There were 33,000 leads involved. Co issued an alert which the FDA changed to a class one recall. The rptr is concerned because the co did not send out a "dear dr" letter. The incident occurred 18 mos ago.